Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right-side deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported, right-side deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported right-side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, d.1, d.4, d.9, h.3, h.4, h.6. Corrected implant date (d.6a): (B)(6) 2004 (only year was provided). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: unable to observed in the device. Additional observations: crease is observed.